Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the cardiology office after hearing their device alarm. An alert triggered due to a spike in pacing impedance on the right ventricular (rv) lead. There was also a high sensing integrity counter (sic) and several high rate non-sustained ventricular tachycardia (vt) episodes all with noise. A pace/sense fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.